Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 1388t-46, lead, implanted: (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead exhibited high right ventricular and superior vena cava (svc) impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.